Event description:
It was reported that this implantable electrode was surgically repositioned due to a dislocation that caused high shock impedance measurements within normal limits. Reportedly, the shock impedance was about 85 ohms after the procedure was completed. Eventually, further information was received indicating that after this patient received a magnetic resonance imaging procedure, the subcutaneous implantable cardioverter defibrillator system was checked and small amplitude noisy signals were noticed in the primary vector configuration only, that were not oversensed. Technical services reviewed the case and indicated that this kind of noise appears to be related with myopotentials, and not fracture related which was the main concern of the case. In addition, the shock impedance was found to be high once again, exactly at 108 ohms. However, no further details were provided. The patient will continue to be monitored. This implantable electrode remains in service and no additional adverse patient effects were reported.